Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the non-device dependent patient presented in clinic for follow up after being lost to follow up since 2016. Upon interrogation of the device, loss of capture and increased impedance were noted on the left ventricular lead. No intervention was performed. The patient would be monitored.